Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were recommended and will be made at the next follow-up.

Event description:
New information received notes that during follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were recommended and will be made at the next follow-up. The patient was stable.